Event description:
Customer reported the insulin pump did not deliver any insulin, device alarmed no delivery. Customer stated she was having issues with air bubbles in the reservoir. Customer did not recall blood glucose reading at time of event, current was 92 mg/dl. Customer was unable to troubleshoot since it was past event that was resolved with a complete set change. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.